Event description:
Noise signals / oversensing and loss of capture on the lv channel were observed. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 32.5 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found. These cuts probably occurred during the extraction procedure. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.